Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(6) and product ID: 9735773, serial/lot #: (B)(6) h2-3) a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15 h2-3) the uninterruptable power supply (ups) was returned to the manufacturer for evaluation. After functional testing and visual/ph ysical examination, the reported issue was confirmed. The results of the analysis concluded that the ups would not fully power on after attempting startup, only ports four and five had power. Codes: b01, c02, d02 h2-3) the battery was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h2) please see the additional codes section for additional information - annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart was not turning on. When pressing the main cart power button, it would briefly illuminate before turning off. The camera cart would turn on but displayed 'unable to connect screen'. Troubleshooting was performed. Technical services (ts)had the local representative (cc) unplug the system from the wall power, hold power button for 30 seconds, plug the system back in, and attempt to turn on. The camera cart turned on but main cart stayed off. Ts had cc unplug the camera cart, but main cart was still unable to power on. The ac power, battery, and v1 were all blinking. When the cc unplugged main cart battery, the system was able to boot. The probable cause was likely to be the main cart battery. Additional information was received. The site called to report that the system took 40 minutes to turn on. The cc called a few days later to state after replacing batteries, the system still did not boot. The power button still immediately illuminated but then it shut off. The ac, battery, and v1 - "err". The new battery was disconnected, and the cc attempted to boot system, and it booted as expected. It was suspected the battery connection port on the uninterruptible power supply (ups) was causing faulting. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: -, ubd: unknown, UDI#: unknown product ID: 9735787, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A110201: applicable to system not booting a070803: applicable to system not powering on a1102: applicable to the ac, battery, and v1 - "err" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.